Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that following a sling procedure, the pt developed a vesicovaginal fistula. The tape was removed and a fistulectomy was performed.